Event description:
It was reported that during a da vinci si liver resection procedure, the jaw of the harmonic ace curved shears insert accessory (installed on the harmonic ace curved shears instrument) broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the insert accessory is returned or if additional information is received.